Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 480 mg/dl at the time of incident and current blood glucose as 147 mg/dl. The customer was treated with manual injection and insulin drip. The insulin pump will be returned for analysis.